Event description:
Hamilton medical ag received the following incident description: "when placed on standby, ventilator began to alarm tf 5507. Troubleshot according to OEM service manual. Replaced oxygen and air mixer valve but problem continues. Order sensor assembly board. Ventilator was not in use when this happened."

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was alleged that the ventilator began to alarm tf 5507 when placed on standby. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. To address the issue, a sensor assembly board was shipped to the customer. No log files were provided for analysis, and no feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the sensor assembly board, as no further issues have been reported.

Event description:
Hamilton medical ag received the following incident description: "when placed on standby, ventilator began to alarm tf 5507. Troubleshot according to OEM service manual. Replaced oxygen and air mixer valve but problem continues.order sensor assembly board. Ventilator was not in use when this happened.".

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "when placed on standby, ventilator began to alarm tf 5507. Troubleshot according to OEM service manual. Replaced oxygen and air mixer valve but problem continues. Order sensor assembly board. Ventilator was not in use when this happened."